Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc100. This product was used for the di, product code, and 501k. The device is available for evaluation; however, has not been received. However, a picture was provided.

Event description:
The event involved a conector microclave where the customer reported that the device was leaking medication at the connection with the IV tubing. The incident occurred with the administration of a hydration plan in the neonatology department. It was unknown if there was patient involvement, but harm was not reported as a consequence of this event.